Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a normal follow-up non-sustained rv oversensing was observed. Programming changes were made and no further oversensing was noted. The patient was asymptomatic before during and after the appointment.

Event description:
It was reported that during a normal follow-up non-sustained rv oversensing was caused by t-wave oversensing was observed. Programming changes were made and no further over sensing was noted. The patient was asymptomatic before during and after the appointment.